Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: numerous catheters have stuck buttons for retracting the needles once IV access is achieved. Some of them you can push as hard as you can and the button does not push or retract the needle.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: numerous catheters have stuck buttons for retracting the needles once IV access is achieved. Some of them you can push as hard as you can and the button does not push or retract the needle

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-feb-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received (B)(4)sealed units 22ga x 1.00in. Insyte autoguard bc units. The (B)(4) sealed units were from lot number 2286182. A functional test revealed that the needles fully retracted on each device when the safety mechanism was activated. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.